Manufacturer narrative:
Corrected information has been provided in section b.5 and e.1. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information previously reported indicated that the operating room technician was new and did not operate the console correctly.

Manufacturer narrative:
The company representative provided a phone fix for the customer. The issue was caused by user error. The company representative discovered that the new tech at the customer site did not know how to use the system correctly. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to user error. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that table top bulb did not illuminate on ophthalmic operating console. Procedure details and patient impact have not been provided.